Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod . Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient found cannula had not deployed as intended. The pink slide did not move forward and the cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 250 mg/dl. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The download data showed timeouts and a drive stall. The ratchet gear was not sufficiently rotated due to the drive stall to release the release bar and deploy the needle. A root cause for the drive stall could not be determined. The reservoir cap was deformed and damaged. A test run showed that the reservoir cap did interfere with the ratchet gear rotation, though it did not cause a drive stall. The tube nut was had scoring at the distal tip. It could not be determined when this damage occurred or if this contributed to the drive stall.